Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) hospital.

Event description:
It was reported that a dissection occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 2.25 x 28 mm promus premier drug-eluting stent was deployed. A distal stent edge dissection was observed and believed to be caused by high pressure during deployment. The dissection was further described as type b and flow limiting. The dissection was covered with a 2.25 x 16 mm promus premier stent and the procedure was completed. The patient was stable and fully recovered. It was further reported that the target lesion was 90% stenosed, moderately tortuous and moderately calcified. The lesion was pre-dilated using a 2.00 x 12 mm semi-compliant balloon. The 2.25 x 8 mm mm promus premier was deployed at 4 atm for 10 seconds and post-dilated with a 2.50 x 12 mm non-compliant balloon at 12 atm for 10 seconds.

Event description:
It was reported that a dissection occurred. The target lesion was located in the distal left anterior descending (lad) artery. A 28 x 2.25 mm promus premier drug-eluting stent was deployed. A distal stent edge dissection was observed and believed to be caused by high pressure during deployment. The dissection was further described as type b and flow limiting. The dissection was covered with a 2.25 x 16 mm promus premier stent and the procedure was completed. The patient was stable and fully recovered.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).